Event description:
It was reported that the patient was not feeling well with symptoms of "no energy", "could hardly breathe", "back pain" and went to the emergency room. The patient reported that the device "stopped" and was "not working." At the physician's office, the device was found to be at elective replacement indicator. The device was explanted and replaced. It was additionally reported that the patient was experiencing "fluttering." The right ventricular lead impedance was noted to be gradually increasing. The lead remains in use. It was later reported by the patient that the pacemaker "stopped working and heart rate went down to 30." The patient also felt an "electrical shock feeling" and stated that there have been issues with the lead since the patient fell previously. The patient stated that hospitalization occurred and the device was reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was later clarified by the clinic that the patient was symptomatic and presyncopal because the right ventricular lead capture threshold was automatically adjusted lower by the device and the lead was not capturing. The device was reprogrammed to disable the automatic adjustment and a higher lead output was set. The device and lead remain in use. No further patient complications have been reported as a result of this event.